Manufacturer narrative:
Concomitant medical product: a2dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead "was not functioning". Chest x -rays were taken and lead dislodgement was noted. The lead was explanted and replaced. The patient is a participant in the (B)(6) registry. No patient complications have been reported as a result of this event.